Event description:
A vns flowsheet was received which noted on patient's visit on (B)(6) 2010 the patient decribes an increase in seizure frequency with right arm tremors and spells of confusion. It is unknown if the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
Further follow-up revealed that the patient's increase in seizures was below the patient's pre-vns baseline frequency. The physician indicated that there was no relationship between the increase in seizures and vns therapy. The physician reported that the increase was a single episode where the patient lost consciousness in the shower and was not observed. The physician noted causal or contributory external factors that predeeded the onset of the increased seizures as the patient had stopped treatment with CPAP for obstructive sleep apnea. The physician noted that the patient has a previous diagnosis of obstructive sleep apnea. The patient underwent uvulopalatopharyngoplasty in (B)(6) 2012 and that the obstructive sleep apnea was previously severe in 2009. The patient did not do a follow-up study after the surgery. Attempts to obtain additional information on the obstructive sleep apnea have been unsuccessful to date.